Event description:
The device was returned with a report that it over-infused during a dose mode infusion in 2001. Reportedly, the nurse set the infusion to deliver at a rate of 5.1 ml/hr. While infusing, the device alarmed and when the infusion was re-started, it delivered at a rate of 50 ml/hr. The device was immediately removed to the biomed dept. No patient injury was reported.